Manufacturer narrative:
The referenced history of gi bleeding was reported under medwatch MFR. Report # 2916596-2015-01897. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital with a creatinine of 4.0 mg/dl, and signs and symptoms of gi bleeding. The patient was dialyzed once with improvement in kidney function. During the admission, the patient had an upper gi endoscopy. A bleeding site was found in the gastric remnant, and it was cauterized. A colonoscopy was also performed and angiodysplastic lesions were found in the mid-transverse colon, and they were also cauterized. The patient was discharged on (B)(6) 2016. It was also reported that the patient has had a significant history of gi bleeding events. The patient is currently an outpatient and their hemoglobin and hematocrit are drifting down again. The patient's creatinine remains at about 3.5-4.5 mg/dl. The gi bleeding has never truly resolved. No additional information was provided.